Event description:
Vascular injury.

Manufacturer narrative:
Patient had very small anatomy, it cannot be ruled out that midsacral artery was closer to the sacral promontory than is typical (reference "percutaneous axial lumbar interbody fusion (axialif) of the l5-s1 segment: initial clinical and radiographic experience. Aryan et al. Minimally invasive neurosurgery 2008; 51(4): 225-30".